Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change-out due to normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced on (B)(4) 2016. The patient was stable.